Event description:
During a pta/stenting treatment procedure the balloon leaked. The physician had advanced the stent to the target lesion and attempted to inflate the balloon to deploy the stent. During inflation, extravasation of contrast was noted from the balloon. The balloon catheter with the stent still on the balloon was pulled back into the guiding catheter and removed without incident. A competitive product was used to successfully complete the procedure. The patient is reported as 'fine' following the procedure.